Event description:
It was reported that the patient presented in the clinic due to the pacemaker eroded through the skin. The entire pacemaker system was explanted due to pacemaker pocket erosion. The patient's condition was stable.